Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic. Device interrogation of the implantable cardioverter defibrillator revealed episodes of noise on the right ventricular channel. The device's algorithm prevented inappropriate shock therapy. The time the noise occurred corresponds to when the patient was getting a colonoscopy. Patient was stable throughout event.